Event description:
Info received indicated that six hours after a routine pump refill, the pt was brought to the hosp with symptoms of overdose. The pump had been refilled with 40 ml of clonidine. Initial pump telemetry had showed a remaining drug volume of 39 ml, but only 30 ml of drug could be aspirated from the reservoir. The pt was admitted to the intensive care unit in stable condition. The facility subsequently reported the physician had checked the product for volume discrepancy with no anomaly detected; the pump was deemed to function correctly and was refilled with clonidine and remained implanted. It is assumed that circumstances unrelated to device performance contributed to the event; however, an exact cause was not provided for the reported volume discrepancy. The final pt outcome is unk.